Manufacturer narrative:
Customer stated that they cleaned test table using tap water. Customer has been explained and recommended to use distilled water to clean the table and insert. Customer agreed. Customer indicated that they would not send back any reagent for investigation. The new set of test tables were provided to the customer. Customer indicated that they were still getting discordant results with the new set of test tables. An exchange unit will be provided to the customer. The cause for the discordant results is unknown.

Event description:
The customer stated that instrument reported false negative blood and leukocytes results on the patient samples. There was no report of injury due to this event.